Manufacturer narrative:
(B)(4)). Review of the lot history record for this lot and the mfg process, did not show any discrepancy or any problem related to mfg process. A leak in the passage from thinner to thicker diameter was detected. The leak was caused by a break of the tue. During investigation no mfg related problem was found. A breakage of the tube can be caused by unexpected external forces. It was not possible to find the origin of the initial damage. (B)(4).

Event description:
It was reported that the red driving tube showed a leak. Driving tube was replaced with a new one. No changes in pt hemodynamics or pump function were observed.